Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Additional information was received: the customer does not believe that the device was returned and does not require a return kit. Patient had a biliary stent that was occluded leading to liver issues. Device was successfully explanted and customer felt impella adequately achieved intended use. Investigation summary the device was not returned for evaluation. The cause of the access site adverse event was patient related as patient has coagulopathy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was on impella cp support. It was reported that there was oozing at groin site and heparin was put on hold. The patient remained on support for 3 more days until successful explanation.